Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has been received a for failure analysis evaluation. However the failure analysis investigation has not been completed at the time of this report. A review of the provided image shows that the fragment appears to be the carbide insert of the grips.

Event description:
It was reported that during a da vinci-assisted total hysterectomy procedure, the large needle driver instrument tips were bent and not holding the needle. The instrument was called to be replaced, and it was noticed a piece had fallen off. The fragment was retrieved robotically during the same procedure. A back-up robotic needle driver instrument was used to complete the procedure robotically. No additional procedure was needed to retrieve the fragment. There were no post-operative tests performed.

Manufacturer narrative:
The large needle driver (lnd) instrument was received and failure analysis found the instrument to have a severely bent grip with severe misalignment of the grip-tips. As a result, the carbide insert of the grip fell off. The detached fragment was not returned with the instrument.

Event description:
Refer to h11 for follow-up information.